Event description:
It was reported that the device had a safety shutdown of the patient circuit during use. The ice block melted quickly and the device was swapped out for another. There was no reported patient effect. No patient injury. Reference: (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted when additional info becomes available.